Event description:
It was reported post-op via clinical study that the 53 yo female experience reflex sympathetic dystrophy, causing extreme hypersensitivity from mid-thigh to foot. The date of event onset is unk-unk-2016. The patient was treated with medication and referred to pain management. The outcome was last known as resolved on (B)(6) 2017.

Manufacturer narrative:
D10. Concomitants: 02-010-06-0220 femoral component. 02-012-45-2020 tibial tray . 204-34-04 tibial stem extension . 02-012-60-1412 stem extension.